Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated a class ii voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively.

Event description:
The customer contacted nephrom pharmaceuticals corp. Regarding a product complaint on (B)(6) 2013. The complainant reported that a washer fell from the ez breathe atomizer into his mouth; however, he retrieved the washer from his mouth. The patient then purchased a second ez breathe atomizer from the store. While using this ez breathe atomizer, the washer fell into his mouth. The patient reported that he swallowed the washer. The customer then reported that he saw the washer in his stool during the next day. After contacting the customer, the patient reported that he did not suffer any harm or require any medical interventions at this time. Since this complaint involves two atomizers, two MDR reports will be filed citing the same patient and incident.